Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37791, lot# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the ins was not staying charged and there were coupling difficulties for a while. The ins used to stay charged for two days, but now it was not staying charged. The patient had poor coupling while recharging the night prior to this report. The recharger antenna was allegedly damaged. A replacement antenna was sent. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the patient's recharging issues were completely resolved after replacing the whole recharging unit. They were unsure why their ins was not staying on as long, and believed it was because the device got old.